Event description:
During knee arthroscopy, after having put in place the both implants, the surgeon did not succeed to do a knot (impossible to understand why the explanation of the surgeon is not clear). E-mail sent asking what happened? Malfunction report form indicates the device was not removed from the patient.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4).